Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed autofill faults in the log files. Upon further evaluation, the stm replaced the safety disk due to a leak, and noted that the compressor passed the compressor tests but was sluggish and seemed to be working too hard, and when it was in semi auto mode, using the internal timer as the trigger, it would fail the initial "autofill." To resolve this issue, the stm replaced the scroll compressor then ran the iabp and no more "gas gain" alarms appeared. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "gas gain" alarm. It was later reported that the customer swapped out the iabp unit for another iabp unit to continue therapy. There was no patient harm and no adverse event was reported.